Event description:
We became aware on 7/11/2022 that a sign im nail implanted to repair a fracture was replaced due to the nail inserted being too short for the patient. The im nail was replaced with a 12mm x 380mm standard im nail per the sign technique manual. Surgeon comment: "nail inserted was too short."

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The nail being to short for the patient is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveilance activities.